Event description:
It was reported that the patient patient presented to the clinic for a device changeout due to normal eri. The patient had experienced extracardiac muscle stimulation. The lead was extracted. The patient is doing great after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the distal tip measuring 45.5cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.